Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture baker grade IV. The device remains implanted.

Event description:
A patient reported experiencing the events of ¿the left has grade iii possibly IV capsular contracture¿, ¿pain¿, ¿feels the implant sits too high on her chest, is firm to touch and a different shape when compared to the right side¿ with inspira textured silicone gel filled breast implant. The device remains implanted.